Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9, which erroneously reported an internal reference number and should have been left blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited a segment of led at the digital bar graph on the front panel was not lit. There were no reports of patient involvement.